Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was having difficulty putting it in and was getting errors. Customer was having a hard time trying to calibrate. Customer's blood glucose was 509 mg/dl. Customer was explained that the sensor will only calibrate with blood glucose in the range of 40-400 mg/dl. Customer stated that she ran out of insulin and hadn't connected back for a couple of hours. Customer bolused with a bolus of 4.7 units. Customer was explained that she was going to have to wait to calibrate when her blood glucose is stable. In another call, the customer reported having low blood glucose and her sensor readings being off for a while. Customer advised to remove and change out the sensor.